Event description:
It was initially reported by neurologist that vns patient was hospitalized for gastro-paresis. Further follow up with the treating neurologist through a company representative revealed that patient had a prior history of gastro-paresis and she does not believe that vns caused the issue. However, the neurologist does believe that vns is exacerbating the patient's condition. There was no report of medication or programming setting changes prior to hospitalization. No intervention has been planned and the vns device remains turned on as the treating physician believes the patient is benefitting from the vns therapy.